Event description:
It was reported that the device has a damaged front cover and rear case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 28 mar 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device has a damaged front cover and rear case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt handle, barrel clamp, latch module, internal frame, tube drive, wiper seal, pulley motor, bottom plate carriage, flange gripper retainer and lt/rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 28 mar 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damage of the cover front syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Correction: g3 h3 other text : the device has been received and an evaluation is pending.

Event description:
It was reported that the device has a damaged front cover and rear case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Z-2736-2020.

Event description:
It was reported that the device has a damaged front cover and rear case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The device has been received and an evaluation is pending.

Event description:
It was reported that the device has a damaged front cover and rear case. No additional information was provided. There was no patient involvement.